Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that in the evening of (B)(6) 2023, the patient changed the infusion site and went to party where she ate lot of carbohydrates. Since the night of (B)(6) 2023, she felt very ill. Later, on (B)(6) 2023, the patient noticed that the needle guard had not been removed from the cannula upon insertion, resulting in insulin not getting delivered properly. Due this issue, she experienced high blood glucose level, which they tried to treat it with a correction bolus via the pump. Therefore, on the same date ((B)(6) 2023), the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 735 mg/dl and had ketone level. Moreover, the infusion set had been used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.